Event description:
It was reported that during slitting the catheter broke in half. Physician then attached slitter to the distal part, which was still on the implanted lead, and finished slitting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was analyzed. The mechanical operation of the catheter shaft was bent and the catheter shaft was separated from the hub. Visual summary indicated the catheter was damaged during use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.